Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that pt was being revised due to infection. During surgery, the drivers fractured, resulting in the inability to exchange the articular surface.